Manufacturer narrative:
Corrected information: d11- removed due to no patient involvement. Plant investigation: the lot number of the product is unknown. A product history review was performed for the lots shipped to the customer within three months of the event date. A review of the complaint management system identified 2 additional complaints related to conductivity issues with the shipped lot, 20lxac051. There were no additional complaints reported on the other two lots, 20pxac041 or 20jxac094. A review of the product inventory records for these lot no. Did not identify any nonconformances. After reviewing the finished product release summary, it was determined that all three lots met release specifications. As of 12/16/2021 no samples were returned. Samples are not needed to confirm the allegation. Through other complaint allegations of the same issue for lots 20lxac056, 20lxac058, and 20lxac076, there were companion samples available for testing of lot 20lxac051. The tests at both the oregon and irving laboratories were found to be conflicting. Due to the conflicting results found between the laboratories, the oregon test methods were reviewed and a deficiency was found in the test method pertaining to the sodium and potassium analyte tests. Because of the deficiency found in the test method, it was determined that lot 20lxac051 did not meet release specifications and the allegation conductivity low was confirmed. In conclusion, 20lxac051 release testing was found to be compromised due to the deficient test method. A non-conformance was opened for allegations of conductivity issues and escalated to a corrective action preventative action (CAPA). Based on the investigation performed, cause was traced to manufacturing.

Event description:
A biomedical technician reported to technical support that a 2008t machine showed low conductivity levels when using a 3k citrasate acid concentrate during setup for hemodialysis (hd) treatment. The actual conductivity levels were 12.9 - 13.0 ms/cm with the theoretical conductivity value of 13.5 ms/cm. There was no patient involvement. Upon follow up with a user facility registered nurse (rn) it was reported that other machines that used jugs from the same box did not experience the reported conductivity issue. He indicated that the machine involved in the event had low conductivity results with jugs from different boxes. The rn indicated he suspects the cause of the reported issues is the machine and not the products. Multiple attempts were made to reach the bmt, but not response was received.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician reported to technical support that a 2008t machine showed low conductivity levels when using a 3k citrasate acid concentrate during setup for hemodialysis (hd) treatment. The actual conductivity levels were 12.9 - 13.0 ms/cm with the theoretical conductivity value of 13.5 ms/cm. There was no patient involvement. Upon follow up with a user facility registered nurse (rn) it was reported that other machines that used jugs from the same box did not experience the reported conductivity issue. He indicated that the machine involved in the event had low conductivity results with jugs from different boxes. The rn indicated he suspects the cause of the reported issues is the machine and not the products. Multiple attempts were made to reach the bmt, but not response was received.